Event description:
It was reported that a system error (se) 2240 alarm (air in set), followed by a se 2367 alarm. This occurred on the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power in order to clear them. The tsr then explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr advised the hp to call their peritoneal dialysis nurse (pdn) and let the pdn know what happened. The hp understood explanation, cleared alarms, would start over with new supplies and call pdn. There was patient involvement, however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis cannot be completed. Should additional information become available, a follow-up will be submitted.